Event description:
A hospital reported via our distributor that the heater-wire adaptor of an rt127 infant breathing circuit was different and could not connect. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The returned device was visually inspected for incorrect heater-wire plugs. Results: breathing circuits with heated inspiratory and expiratory tubes have different heater-wire plugs for the inspiratory and expiratory tubes. During visual inspection the inspiratory tube was observed to incorrectly have an expiratory connector. A lot check revealed 6 other complaints of this nature for this lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. An investigation into the production process revealed that the operator made an error during production for approximately 2 hours. The size of the batch produced was not significant. The incorrect circuit produced cannot be connected to the heater-wire adaptor or the humidifier. This is equivalent to an open circuit heater-wire and the humidifier would alarm, in addition to the user detecting this on setup. We are currently modifying our production process to reduce or prevent recurrence of this issue. Our monitoring and trending of incorrect heater-wire plugs on breathing circuits has a rate of occurrence for the last year to the end of september 2008 of 152 ppm.